Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the device was explanted due to an infection. No further information is available at this time.